Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer didn't know how low her blood glucose levels were, but after treatment, she was at 24 mg/dl. The customer stated that she was wearing a sensor, and she never got any alarms indicating her blood glucose levels were low. The customer stated that the perceived cause of the low blood glucose was over infusion of insulin. Nothing further was reported.